Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited noise and low out of range pacing impedance measurements less than 200 ohms in rv ring to can configuration. Pacing impedance measurements were noted to be within normal limits at 555 ohms when the lead configuration was programmed rv tip to can. Boston scientific technical services (ts) discussed the option of continued monitoring. Available information indicates this product remains implanted and in service. The physician will continue monitoring.